Event description:
Pb 840 stopped functioning while connected to pt. Event witnessed by hospital staff. Staff unable to trouble shoot. Vent was taken out of service. This vent stopped and alarmed "device alert," unable to sense the pt breath on the vent "diagnostive" function. If event had not been witnessed, there could have been a potential for serious pt injury.